Event description:
The customer reported a concern was brought forward during a nurse practice council. Nursing staff have reported, although the pump indicates that flushes are being delivered, they are not seeing a corresponding decrease in the flush bag volume. If the nurse programs the pump for a feed with a 200 ml flush every four hours at the start of their shift, the flush bag is full at the end of the shift. The flush bag volume remains unchanged, even though the pump displays that approximately 600 ml of flushes have been administered. They believe the issue resulted in unanticipated electrolyte imbalance. There were no display or sound alarms during feedings. Patients required sodium correction. Additional information received stated they do not have any specifics because this was discussed at an rn council meeting; however, patients were requiring IV infusions and manual water flushes to correct their sodium levels.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A non-conformance/device history record review could not be conducted because a lot/serial number was not provided. Therefore, a review of the specific manufacturing and inspection records was not possible. However, all product lots are required to meet established acceptance criteria and must successfully pass defined visual and functional inspections prior to release. The device was not returned for evaluation; therefore, the affected device could not be evaluated, and a definitive root cause could not be determined.